Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Drive support was inspected and no anomaly was noted. Unit had scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.